Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device could not lock in burr devices was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a damaged tip and corroded bearings, and failed pretest for visual assessment. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the burr devices would not lock into the craniotome attachment device. During in-house engineering evaluation it was observed that the tip of the craniotome device was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.